Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call failed battery test alarm. Customer's blood glucose level was 134 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer advised they replaced the battery 3 times and continue to receive failed battery test alarm. Customer was advised that a replacement battery cap will be sent out and to monitor the insulin pump.